Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Device was discarded.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). There were no changes done at last follow up and as per record last year it showed three years and last follow up was tracking as expected. Boston scientific technical services explained that changes in output, impedance or percentage pacing could cause increase in current drain. An analysis of device was then requested. Additional information received indicated that the representative thought that battery depleted due to an acute rise in right ventricular threshold and programming went to 5.0 volts being programmed to auto. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device was discarded.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). There were no changes done at last follow up and as per record last year it showed three years and last follow up was tracking as expected. Boston scientific technical services explained that changes in output, impedance or percentage pacing could cause increase in current drain. An analysis of device was then requested. Additional information received indicated that the representative thought that battery depleted due to an acute rise in right ventricular threshold and programming went to 5.0 volts being programmed to auto. This pacemaker was explanted. No additional adverse patient effects were reported. This supplemental report is being filed because coding has been updated.